Event description:
It was reported that the central screw would not thread all the way into the 25+3 baseplate. The physician used extra implants. There was a surgical delay of less than 5 minutes. The patient did not experience any adverse consequences due to the surgical delay.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the product was returned for evaluation and found to function as intended. The device inspection revealed the following: a visual inspection revealed the device is in overall good condition and does not have any wear or ruff marking. The spacer was visible on the underside most distal portion of the device. A functional test was performed. A screwdriver (mwj123) was used to turn the spacer a few turns counterclockwise which resulted in the spacer dropping into the correct position in the baseplate. A central screw was able to be inserted appropriately with no issues. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. A potential cause of this issue could be a wrong manipulation of the parts assembled by the surgeon during the surgery. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the central screw would not thread all the way into the 25+3 baseplate. The physician used extra implants. There was a surgical delay of less than 5 minutes. The patient did not experience any adverse consequences due to the surgical delay.